Manufacturer narrative:
A workaround solution was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the table movement failed during geometry/mechanical movements on a allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.